Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had several instances of where there were air in the intravenous tubing and the pump did not detect it and did not alarm, which took place in more than one unit during therapy. The air continued down the tubing and past the pump. The reported non detection of air in line has occurred an unknown amount of times. The issue would appear when running infusions of unspecified drugs at faster rates, which would create turbulence in the line that would lead to air appearing in the line. It was also reported that the clinical nurses were not trained on inverting and tapping air out of the back check valve and inverting and tapping the ports. The drugs infused were uncertain, but it was reported "I think the solution was in vitro fertilisation (ivf). There were no leaks associated with these events and it was reported that there was no patient injuries. (Programmed amounts and delivery rates unknown)